Manufacturer narrative:
According to the complainant the device will not be returned for investigation. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swollen. It will not hold its charge for longer than 12 hours and now it will not turn on.